Event description:
Reporter wore patch for 1 to 2 hours. Upon removal of the patch, her skin was still attached to the patch. It also caused blistering sores in the area where the patch was worn. No further info was provided.